Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012. Device not available for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation, which could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.